Event description:
It was reported that the column on the 8800 system would not go in down direction. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the ps3 power supply. Power supply replaced and system test completed. The system was found to be working as intended. System placed back into service.